Event description:
The pt had a cypher stent implanted. For the first 20 days all went well. The pt started having breathing difficulties with the blood pressure fluctuating from being high to being low. Pt had chest pain at night and would scream out in pain. Ntg was prescribed together with plavix, altace, aspirin. Catheterization was done and blockages were found. The bp rose up and the pt was in excruciating pain. Pt had a heart attack and three major blockages were found. Four more stents were implanted in the hosp and later on pt was discharged.